Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing. The pulse test failure resulted in extensive damage to several components on both the computer/analog (ca) and defibrillator boards. The root cause of the pulse test failure could not be positively determined due to the extensive damage. No adverse event resulted form the damaged monitor. The last pt to use this monitor did not report any deficiencies.